Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Correction: product, device manufacture date and associated fields updated to proper correction: no procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative inspected the navigation system onsite and confirmed the reported issue. The computer was replaced and the issue resolved. A full navigation system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect part has not been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a cranial resection procedure the navigation system became unresponsive multiple times. The system was rebooted with resolve, but reproducibility was noted sometimes. There was no impact on the patient outcome as a result of this issue. The procedure was completed with the use of navigation. No additional information was available.